Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm quantum apex¿ balloon catheter was selected for dilatation. It was noticed that the shaft broke. The break occurred outside the patients body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The balloon was tightly folded. The hypotube was completely separated 25.5cm from the proximal end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The proximal end of the catheter, which includes the hub was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm quantum apex¿ balloon catheter was selected for dilatation. It was noticed that the shaft broke. The break occurred outside the patients body. No patient complications were reported.